Event description:
During prep, the ablation catheter would not flush. The catheter was removed and replaced with no harm to the patient. This happened with the same device on [redacted date], different lot number (medsun report # [redacted number]). Manufacturer response for ablation catheter, (brand not provided) (per site reporter).